Event description:
On 13th february, 2023 getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the keypad was broken with missing particles and the paint was peeling from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was the or service line manager. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h4 manufacture date field deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-10-16. Corrected h4 manufacture date: 2020-05-12. Getinge became aware of an issue with one of surgical lights - powerled ii 700. It was stated the keypad was broken with missing particles and the paint was peeling from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the chipped part was replaced. Light is fully functional after replacement. It was established that when the event occurred, the surgical light did not meet its specification due to damaged keypad, leading to missing particles and paint which was peeling from fork which contributed to the event. It is unknown if the device was or was not being used for a patient¿s treatment upon the event occurrence. The review of received customer product complaints related to the investigated issue revealed that there were no injuries to a user nor to a patient or operator when this particular malfunctions occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the investigated issues is low. As stated and documented, all maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 ¿ general requirements for basic safety and essential performance - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis - paint definition pfc066. This procedure defines maquet sas requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks (IFU 01811 en 10, page 43). The current cleaning product must be improved as described in the user manual (IFU 01811 en 10, page 99). Regarding the other issue investigated herein, as stated by subject matter experts, the most probable root cause of broken keypad is misuse ¿ collision with another product. The damaged parts must be replaced as soon as possible. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Given the circumstances, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.